Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: (B)(4); related manufacturing reference number: (B)(4); related manufacturing reference number: (B)(4). It was reported, that the patient presented with a pocket infection. There was no allegation from a healthcare professional, that the biventricular implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. The ICD, right ventricular, right atrial, and left ventricular leads were explanted. There were no patient consequences.